Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath had been bent at the distal tip and had been punctured 21.40¿ proximal to the distal tip. Additionally, the dilator had been punctured 22.40¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the dilator and sheath puncture remains unknown.

Event description:
This event is being reported based on analysis of the device which revealed a punctured dilator and sheath.